Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient complained of pocket stimulation and as a result the lead monitor and capture management were programmed off. It was also reported that the patient continues to be feeling something every three hours. The device remains in use. No patient complications have been reported as a result of this event.